Event description:
An endurant abdominal stent graft system was selected for implantation in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the preparation of the device. The archer guide wire could not be advanced through the delivery catheter. The archer wire was used without issue in the other devices in this case before and after the attempt to use the guide wire in this device. The physician used another device to complete the case. No clinical were reported and the pt is fine.

Manufacturer narrative:
(B)(4).